Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs # 1225714-2014-05380, 1225714-2014-05381, 2937457-2014-01357, 1225714-2014-05382, 1225714-2014-05383 and 2937457-2014-01358.